Event description:
Medtronic received information that prior to the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the native annulus was calcified with an outer perimeter of 75 mm. A winding abdominal aorta and iliac arteries on both sides presented. The minimum vessel diameter of the right iliac artery was 5.6*7.2 mm and the left iliac artery was 6.8*6.8 mm. The right common iliac artery (cia) had strong, prominent calcification. A non-medtronic sheath and guidewire were used. A pre-balloon aortic valvuloplasty (bav) was performed with an 18 mm non-medtronic balloon. During the implant of the transcatheter valve, the valve was positioning a little deep and it was recaptured. The valve was subsequently fully released. Left bundle branch block (lbbb) developed reportedly because the valve position was deep and no treatment was performed for the lbbb. The mean gradient was 7.5 millimeters of mercury (mmhg). A post-bav was performed with a 20 mm non-medtronic balloon due to insufficient frame expansion and moderate or higher paravalvularleak (pvl) from the left coronary cusp (lcc) side on the ultrasound. Expansion was performed and the pvl decreased to moderate. The mean gradient was now 6.8mmhg and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation for CAPA 564121 per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.